Event description:
It was reported that the atrial sensing amplitude had declined and repositioning was not successful. The lead was removed. Another lead was used and this lead did not remain in position as well. A third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.